Manufacturer narrative:
The insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer reported crack on the screen and fell out the pocket . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.